Event description:
Dr. Performing a case on with ischemic heart disease. After induction of anaesthesia, their nipb was measured at 180/76. Prior to intubation, they obtained another blood pressure, ehich was 260/118. This seemed clinically odd as there had been no change in stimulus and the anesthetic had actually been deepened. They repeated the measurement again, but this time they palpated the pt's pulse while watching the pressure scroll down on the monitor. The pulse resumed at 80 (bp 80/palp). The nibp displayed by the monitor was 240/110.the customer reported placing a dinamap system on the pt and the pressure was measured at 92/50. After intubating the pt and ensuring that they were stable, they again measured the nibp and again measurement was determined to be high (140mm hg above the dinamap). No pt injury was reported.